Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Unit was monitoring pts when the display froze up. We had the customer check both drives and found one to be defective. Cns booted correctly after the removal of the defective drive. Replacement drive was sent to the customer and requested the failed drive to be returned for failure investigation.